Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported a "change in shape and feeling of implant - believes to be a deflation". Device remains implanted.

Event description:
Healthcare professional reported a "change in shape and feeling of implant - believes to be a deflation". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported left side "change in shape and feeling of implant - believes to be a deflation". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids, opening crack, delamination, crease flat. Leak test was performed and found opening on anterior and opening crack on diaphragm valve, delamination of the diaphragm valve. A microscopic analysis was performed which identify opening crack, delamination of the diaphragm valve. Based on the device analysis the final assessment is: - a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. - delamination of the diaphragm valve assessed as adhesive failure.